Event description:
The field engineer reported that the system was displaying overload fault error messages and had major arcing. This will cause the system to shut down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable, interconnect cable, high voltage tank, x-ray tube, igbt snubber board, generator driver board and system batteries were replaced. The system was then found to be operating as intended.